Manufacturer narrative:
Note: the initial regulatory report was submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin - canada h3: product analysis: part # 8350316; lot # gb11h006 visual inspection confirmed the retaining tabs of the break off driver have broken due to bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a driver used in spinal therapy. It was reported that the bottom tab on the distal end of the instrument broke off. The broken piece was retrieved by the surgeon. It was noted by the scrub nurse that one of the proximal tabs (on same side) was already missing. There were no adverse effects on patient and no delay in surgery. No further complications were reported/anticipated. Additional information was received that the therapy was tightening set screws during a lumbar fusion and the pre-op diagnosis was spinal stenosis.